Event description:
It was reported that dissection occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The more than 80% stenosed target lesion was located in the right coronary artery (rca). Following pre-dilation with a 2.0 x 15 mm balloon, a 32 x 2.75 promus elite drug-eluting stent was deployed at 14 atmospheres. However, flow limiting proximal edge dissection was found. A 3.5 x 12 promus elite drug-eluting stent was deployed to treat the dissection. The patient condition following the procedure was stable.

Event description:
It was reported that dissection occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The more than 80% stenosed target lesion was located in the right coronary artery (rca). Following pre-dilation with a 2.0 x 15 mm balloon, a 32 x 2.75 promus elite drug-eluting stent was deployed at 14 atmospheres. However, flow limiting proximal edge dissection was found. A 3.5 x 12 promus elite drug-eluting stent was deployed to treat the dissection. The patient condition following the procedure was stable. It was further reported that the target lesion was mildly tortuous and non-calcified. The device was able to easily be advanced to the lesion and no issues were encountered during stent deployment.